Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the touch screen would freeze upon data entry attempts. The user rebooted the system in order to remedy the issue. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.